Event description:
The customer reported that the system will not fluoro. Also the system intermittently will not rotate the 'l' arm. No injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep booted the system and performed a function checked. He moved the cables around and found that when the interconnect cable was moved and the problems occur. The rep installed a new interconnect cable. The system operates as intended.